Event description:
A patient reported blood glucose results of 155 mg/dl with a lifescan and 125 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statisical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Meter and test strips were replaced. The patient retested 2 hours after comparison and obtained a blood glucose reading of 175 mg/dl.